Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power monitor) was confirmed. As received, the battery pack was unable to power on a test monitor. Upon evaluation, one of the battery tri-cells had an output voltage of 0v. The cause of the inability to power a monitor is the lack of output voltage. The root cause of the lack of output voltage is defective battery cells. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery would not power on the monitor.